Manufacturer narrative:
The fse found the hgb chamber drained partially and causing incomplete hgb results. The fse replaced hgb blank valve, hgb cuvette and actuators to vl4, vl12, and vl6. The fse also replaced tubing associated with the replaced components. The service was verified to meet the specified requirements per established procedures and meet the published performance specifications. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately three (3) ml in the back of the coulter lh 750 hematology analyzer. The instrument voted out (no results generated) hemoglobin (hgb) results on patient samples. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory gown when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.